Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was addressed by cleaning the screen. The customer contacted olympus technical assistance support. The customer cleaned it up and rebooted it and it started working without any more error messages. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error (e333). The issue was found during set up or inspection for use (before patient in room). There were no reports of involvement.